Event description:
The account alleged that the side rail would not latch. No injury reported.

Manufacturer narrative:
The technician found the side rail was hanging by the dampener. The side rail center arm was replaced by the technician to resolve the issue.